Event description:
As reported: "following the surgical intervention for the radial head crf ii implant, the patient experienced postoperative complications, including elbow stiffness and implant mispositioning. According to the surgeon, this event has a causal relationship with the surgery procedure but is not related to the implant. To address this matter comprehensively, a corrective re-operation was conducted on (B)(6) 2020. This involved the extraction of the existing implant and the subsequent re-implantation of a new prosthesis. The procedure successfully rectified the complications, and the patient's condition was resolved without sequelae."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.